Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that their ac power module was not working and they ordered a new ac module. There was no patient involvement.